Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory patient notifier due to lead impedance was greater than the upper limit on the right ventricular lead. The patient presented in clinic. Upon interrogation of the device, high impedance and rising threshold were observed. Review of the monitoring trend showed the impedance displayed a progressively increase in value since (B)(6) 2017 until the alert was triggered. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.